Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient with idiopathic hypertrophic subaortic stenosis (ihss) failed conversion at 21 joules during defibrillator testing and was successfully converted at 31 joules. During the implant procedure the patient experienced respiratory arrest. The patient was admitted to the intensive care unit for treatment. There was no performance allegation against the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was provided that the device was later explanted and returned. No additional adverse patient effects were reported.